Event description:
A malfunction alarm was reported with code malf 16, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The pump was not resettable, and a replacement pump was arranged by technical support.